Event description:
Per the clinic, the patient experienced dizziness, headaches, vertigo and pain with stimulation, leading to the patient not receiving the desired benefit from the device. Reducing magnet strength helped in reducing the headache and pain. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of this date of report.